Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked. The customer acknowledged that the leaking cartridge was most likely caused by overfilling the cartridge; however, this could not be confirmed. Blood glucose (bg) level was 170 mg/dl and the customer reverted to manual injections for insulin therapy.